Manufacturer narrative:
The pump was received with a critical pump error. A pump error 35 was found in the formatted history file due to force sensor zero off set out of specification. Unable to perform functional testing, including the self-test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed critical error during normal use. Customer's blood glucose was unknown at the time of incident. There was no further information provided by the customer or by troubleshooting.